Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the images of device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the receiving inspection (ri) for poly screwdriver shaft x20 was conducted identifying that lot number (B)(4) was released in a single batch. Batch1: lot qty of (B)(4) units were released on jan 25, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the x20 screwdrivers get stuck and were hard to remove when interacting with the synapse holding sleeve and symphony's retention sleeve due to a rolled edge and burr at the annular grooves that mate with the ball bearings with the respective sleeve. This is due to the excess tightening of the sleeves to screws. This report is for one (1) symphony oct system polyaxial screw driver shaft x20. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Background: the x20 screwdrivers get stuck/hard to remove when interacting with the synapse holding sleeve and symphony's retention sleeve due to rolled edge/burr at annular grooves that mate with ball bearings with the respective sleeve. This is due to the excess tightening of the sleeves to screws. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s). The images were reviewed, and the complaint condition could be confirmed, as the tip of the device was observed to slightly bent in the received pictures. However, the device interaction issue can not be confirmed as the device was not returned and no functional test can be performed. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for poly screwdriver shaft x20 was conducted identifying that lot number pc4905179 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 25 jan 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.